Event description:
It was reported the pt was not receiving effective stimulation therapy from her scs system. It was found the pt's thoracic placed lead had migrated and was causing unintended stimulation in the pt's ribs area. The pt's lead was repositioned and anchored. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.